Event description:
A patient reported experiencing inaccurate erratic results with a ot profile meter. The patient's blood glucose results were 52 mg/dl, 88 mg/dl. Tests were done < 10 minutes apart with a difference of 32 mg/dl. Patient did not experience any adverse events. No further information has been reported. Note - customer drank tea between the tests.